Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was also reported that variable battery voltage was noted on the implantable pulse generator (ipg). The ipg was explanted and replaced. The right atrial (ra) lead was capped and replaced and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.